Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the right ventricular (rv) sensing and pacing impedance had decreased. There was also a loss of capture. Diagnostic imaging was performed, which revealed the rv lead had perforated the apex and was resting near the diaphragmatic wall. There were no symptoms experienced by the patient. The patient was hospitalized and the lead was explanted and replaced. The patient was stable following the replacement procedure. There was no allegation of malfunction of any abbott products.